Event description:
Pt had power PICC inserted on (B)(6) 2012. On (B)(6) 2012, a chest x-ray found what appeared to be a linear foreign body in the pulmonary artery with 1 tip extending into the proximal right upper lobe artery, extending across the main pulmonary artery, looped in the proximal left main pulmonary artery and the other tip extending in to the superior aspect of the main pulmonary artery. These findings were confirmed on a CT scan. It is felt that the foreign body most likely is from the PICC line. The pt is having a foreign body removed at another hospital.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Additional info from the user facility report: date of report: (B)(6) 2012, brand name: bard, common device name: power PICC, (B)(4).